Event description:
Boston scientific received information that the patient was brought into the clinic after receiving an alert from their remote monitoring system. The cardiac resynchronization therapy defibrillator (crt-d) had recorded one shock impedance measurement of 0 ohms on the right ventricular (rv) lead. The next shock impedance measurement was at 46 ohms. Boston scientific technical services (ts) was contacted for technical assistance. A ts consultant reviewed the information from the remote monitoring system website and noted that all shock impedance measurements with the exception of that one day were stable and there was no noise observed on any of the electrocardiograms. It was discussed that this type of shock impedance measurement is indicative of electromagnetic interference (emi) exposure at the same time the daily measurements were being performed. It was suggested to ask the physician if the patient had been undergoing any surgical procedures or was in contact with any possible magnetic fields or electrical current which would have caused this to occur. No adverse patient effects were reported. The crt-d and rv lead remain implanted and in service.

Manufacturer narrative:
(B)(4). Attempts were made to obtain more information on the source of the noise and if the patient could confirm being in contact with emi; however, there were not successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.